Event description:
Fourteen freestyle libre sensor, 2nd time it burned a chemical burn into the back of my arm after 4-5 days, it fell off. It fell off because my skin was burned and blistered. This is the 2nd time it happened. First was (B)(6) 2019. My body also broke out face to legs with a rash due to the adhesive both times. I had been on the 10 day freestyle libre for a year with no issues. Abbott discontinued the 10 day sensors and only sells the 14 day sensor. I have seen blogs and the doctor is hearing more reports of the same reactions to the adhesive changes. I called the customer service line and they just say no changes were made and we will mail a new one to you. They do not even report it as a issue. My skin burn at the site was on my arm from (B)(6) 2020 before it has healed. I met with a dermatologist (B)(6) 2020 due to covid, took awhile and he confirmed that there is no barrier or cream to put on to stop the reaction. The readings on the last two sensors that I placed on my arms were reading incorrectly. I imagine due to the skin issues. Freestyle libre-quit using. FDA safety report ID # (B)(4).